Event description:
A customer contacted physio-control to report that their device had displayed a blank screen and had lost ECG rhythm after providing defibrillation shock. In this time, the device may have locked up or powered off and defibrillation therapy would not be available, if needed. There were no adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
The third party service agent replaced the battery pins and buffer battery as a precautionary measure and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer's device and unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had displayed a blank screen and had lost ECG rhythm after providing defibrillation shock. In this time, the device may have locked up or powered off and defibrillation therapy would not be available, if needed. There were no adverse effects to the patient as a result of the reported event.